Manufacturer narrative:
The device was contaminated at the hospital and is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion and was subsequently explanted. A new s-ICD was successfully implanted, and no additional adverse effects were observed. The device was contaminated at the hospital and is not expected to be returned.